Event description:
It was reported that "(B)(6) 2025, 13:30, in the arterial puncture catheter group, blood exudation was found at the junction of the a rterial needle during the process of arterial puncture and catheterization. It was judged that the cause of blood leakage was the device connection failure. After trying to rotate and tighten the connecting parts again, the phenomenon still did not stop. Immediately terminate the operation, remove the faulty arterial needle, replace with a new arterial puncture instrument, and then re operate and successfully place the catheter." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# b)(4). The customer returned one opened arterial catheterization device for analysis. Signs of use in the form of biological material were observed within the catheterization device, needle cannula, and on the guide wire. During functional analysis it was discovered the catheter hub could not be removed from the needle hub. Using undue force, the catheter hub was removed and adhesive was observed both on the needle hub and within the catheter hub. The outer diameter of the guide wire measured 0.440 mm, which is within the specification limits of 0.432-0.457 mm per guide wire product drawing. The inner diameter of the needle cannula measured 0.0230", which is within the specification limits of 0.0226"-0.0240" per cannula product drawing. Simulated use of the returned device was performed per the instructions for use (IFU) statement, "hold catheter in place and remove guidewire and or assembly, where applicable. Pulsatile blood flow indicates positive arterial placement." The catheter could not be advanced off the needle cannula. The manufacturing site was contacted and stated that this is a defect due to the gluing process at the point of union between the cannula and the hub. The report of connection issues was confirmed through analysis of the returned sample. Visual and functional analysis of the returned arterial device revealed that the catheter hub was completely stuck to the needle hub. Evidence of adhesive residue was observed on the needle hub which likely contributed to the resistance. Based on the customer report, the sample received, and the comments from manufacturing, the likely root cause is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2025 13:30, in the arterial puncture catheter group, blood exudation was found at the junction of the a rterial needle during the process of arterial puncture and catheterization. It was judged that the cause of blood leakage was the device connection failure. After trying to rotate and tighten the connecting parts again, the phenomenon still did not stop. Immediately terminate the operation, remove the faulty arterial needle, replace with a new arterial puncture instrument, and then re operate and successfully place the catheter." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".